Event description:
It was reported that the left ventricular lead had dislodged. The lead was successfully repositioned; all electrical measurements were normal. The patients condition was good post procedure.

Manufacturer narrative:
.